Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the plastic piece of coating broke off while using the end of the bag that has wire on it. The plastic piece was found in the trocar. There was no patient injury.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed production issue with welding of bags (burrs I frays on the bag edges) at the time of manufacture of the complained lot. This issue is unrelated to the reported defect. Returned defective device was examined and the reported defect was confirmed. The protective tube is broken I damaged. (B)(4) prescribed that to remove of memobag, use graspers to grasp the closure loop located at the end of the closure wire. The root cause of reported defect was determined as improper manipulation with the bag during bag removal. Character of damage suggest that the closure wire was grasped during bag removal on the protective tube of the closure wire (in location of breakage) instead the closure loop on the end of closure wire as is prescribed in IFU or that the protective tube was cut at the edge of the trocar and then it was broken. As the root cause was determined improper method of use (improper removal of the bag), no corrective/preventive actions in production are other remarks: deemed necessary to introduce. (B)(4).

Event description:
It was reported that the plastic piece of coating broke off while using the end of the bag that has wire on it. The plastic piece was found in the trocar. There was no patient injury.